Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 27-dec-2024: the customer called to report that they were seen at the emergency room (ER) on (B)(6) 2024 due to elevated blood glucose (bg) levels of 578 mg/dl and ketonuria. The user stated they were treated for mild diabetic ketoacidosis with intravenous fluids and released. The user found that the convatec inset 23", 6mm infusion set (lot # 600632) cannula was bent, inhibiting insulin flow and leading to the hyperglycemic episode. The user noted immediate health effects of nausea, vomiting and lethargy.